Event description:
On (B)(6), a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on an unspecified date he obtained results on the subject meter that were ¿30% higher¿ than results obtained on a freestyle meter, but could not specify the results obtained. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes by self-adjusting his insulin doses and the reporter did not specify if the patient made any changes to his usual diabetes management routine in response to the alleged issue. The reporter detailed that an unknown time after the issue occurred the patient developed symptoms of ¿sweaty and light-headed¿ and that he self-treated by taking food. During troubleshooting the cca noted that meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing process and the test strips had not expired or been stored incorrectly. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.